Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review was conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicated that this batch of product was processed with unrelated non-conformances to the reported incident; therefore, there was no internally assignable cause for the reported problem. Furthermore, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions

Event description:
It was reported that during a demonstration, it was observed that the healix br anchor implant broke. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.